Manufacturer narrative:
Upon receipt at the boston scientific post-market quality assurance laboratory, a thorough evaluation of this ICD system was performed. Visual inspection identified no external anomalies, and telemetry could not be successfully established with this device. X-ray imaging confirmed the internal fuse was intact, with no evidence of structural or mechanical damage. Residual gas analysis (rga) indicated the device case seal was intact. The device case was then opened to expose internal circuitry, and the battery voltage was measured at 0.384 v (i.e., too low to support device function). Following removal of the battery and high-voltage capacitors, an external power source at 3 volt was applied. Under this condition, the device exhibited a current draw of 400 millamps, compared to the expected value of 6 microamps. Infrared thermal imaging identified a localized heat source (hot spot) at the edge of the mixed mode integrated circuit (mmic). This hot spot is consistent with activation of the electrostatic discharge (esd) protection clamp field effect transistors (fet); this type of damage occurs due to exposure to a high amount of energy. Based on the overall analysis and reported clinical observations, engineers determined that this device exhibited evidence of electrical overstress likely due to external energy, associated with pulsed field ablation. The damaged esd clamp fets subsequently caused a significantly high current drain that depleted the battery, and the device stopped functioning. The observed damage pattern with this device is consistent with induced external energy and is not related to an inherent device performance issue.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a pulsed field ablation (pfa) procedure. The device was interrogated prior in the electrophysiology (ep) lab for the procedure and could not be interrogated after. The device had been functioning normally prior to the procedure, with approximately six years of battery life remaining. Post-procedure, the device failed to respond to interrogation attempts using multiple programmers and wands. Application of stacked magnets yielded no tones, despite the beeper being confirmed active in system check. The patient reported discomfort at the implant site and was admitted for monitoring. Technical services (ts) advised attempting radio frequency (rf) telemetry using a new programmer and enrolling the patient for direct patient-initiated interrogation (pii). This effort was unsuccessful. The communicator also failed to detect the device, despite confirmed firmware updates and multiple connection attempts. The device replacement was performed later the same day. Device was returned. No additional adverse patient effects outside of the replacement procedure were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a pulsed field ablation (pfa) procedure. The device was interrogated prior in the electrophysiology (ep) lab for the procedure and could not be interrogated after. The device had been functioning normally prior to the procedure, with approximately six years of battery life remaining. Post-procedure, the device failed to respond to interrogation attempts using multiple programmers and wands. Application of stacked magnets yielded no tones, despite the beeper being confirmed active in system check. The patient reported discomfort at the implant site and was admitted for monitoring. Technical services (ts) advised attempting radio frequency (rf) telemetry using a new programmer and enrolling the patient for direct patient-initiated interrogation (pii). This effort was unsuccessful. The communicator also failed to detect the device, despite confirmed firmware updates and multiple connection attempts. The device replacement was performed later the same day. Device was returned. No additional adverse patient effects outside of the replacement procedure were reported.